Event description:
It was reported that during an implant, the patient¿s blood pressure lowered. An effusion was suspected. Both the right ventricular (rv) and the right atrial (ra) leads were placed, but no generator was connected yet. The patient was moving on the table and fell off onto the floor of the cath lab. The patient was assisted back onto the table, and pericardiocentesis was performed, and the leads were removed. The patient was later implanted on the right side of their chest. There were no adverse health consequences to the patient.